Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_ext, lot# unknown, product type: extension. Product ID: neu_unknown_ext, serial/lot #: unknown, UDI#: unknown, (B)(4) pertain to product ID: neu_unknown_ext, lot# unknown, product type: extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor issues in a clinical study. It was reported that the extension wire proximal to the lock twist connection, but distal to skin, was found to be transected. It was noted that this device deficiency (dd) did not lead to a serious adverse device effect (sade). No patient symptoms were reported. No further complications were reported/anticipated.

Manufacturer narrative:
Continuation: product ID 3889-28, lot# va1n15a ,(B)(4), product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a manufacturer representative. It was reported that no troubleshooting was undertaken to resolve the transected extension wire. The lead was not displaced and the implantable pulse generator (ipg) implant proceeded based on symptom improvement. No cause for the wire transection was determined. It was noted that the patient was unaware of what may have occurred. No further complications were reported/anticipated.